Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller being damaged was not confirmed. The system controller (serial number (B)(6)) was not returned for analysis, and no log files from this controller were provided. Per additional information, the controller was exchanged on 14 apr 2023 due to damage/wear and tear. The root cause of the reported event was unable to be determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate ii patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate ii patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the controller was exchanged on (B)(6) 2023 due to damage and wear and tear.